Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received stated the patient did not experience any visual symptoms related to the event. The patient's condition has resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with a corneal infiltrate in the right eye post bandage contact lens removal eleven days post photo refractive keratectomy (prk). The infiltrate appeared non-infectious. The patient was doing well but complained of blurry vision. Additional information has been requested.